Event description:
Siemens was notified on (B)(6) 2012, that during a training for mosaiq 2.0 and rtt 4.2, it was seen that the rtt 4.2 automatically switches to an absolute setup if any of the following parameters is unequal zero (vertical, lateral, long isocenter and excentric rotation). Reportedly, by using the absolute setup it is possible that a mtra will move the patient after the initial setup by selecting a table axis instead of a gantry axis when moving the gantry into position for the first beam. There has been no report of mistreatment as a virtual patient was in use for the training sessions. This reported incident occurred in germany.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. Investigation of the reported occurrence is on-going, and additional follow-up to this event will be submitted upon completion of the investigation. (B)(6).